Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings were recently changed and the customer began to experience intermittent low blood glucose levels in the 60-70 mg/dl range. Customer believes the pump settings need to be adjusted again. Customer drank juice to address low blood glucose levels.